Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had recurring insulin flow block alarm. Customer stated that they had tried all recommended troubleshooting. The insulin was not reused, mixed, expired or denatured. Customer had avoided insertion into scarred tissue. The tubing was not bent or kinked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.